Event description:
Intuvie received a report of defective bx-70071-df intravenous (IV) sets. The reporter indicated that the IV sets were leaking from the base of the chamber. No patient harm was reported.

Manufacturer narrative:
Two (2) IV administration sets from lot 2503037 were received on 4/3/2026 and evaluated on 4/30/2026. The sets were connected to a fluid bag and primed during testing. During priming, leakage was observed originating from the area below the drip chamber, confirming the reported issue. Visual inspection of the affected area identified signs of wear on the tubing directly below the drip chamber. The condition appeared consistent with external mechanical stress, such as clamping or compression. A product history review was completed. Complaint history was reviewed for lot 2503037, and no other complaints were identified for this lot related to leakage below the drip chamber. Manufacturing and lot release documentation were reviewed; the lot consisted of 9,000 units and was manufactured and released in accordance with applicable quality system and sterilization requirements, with no nonconformances identified. A scar was opened with the contract manufacturer to investigate this failure mode.

Manufacturer narrative:
A review of the complaint history did not identify any other complaints associated with this lot. An image was provided that appears to show leakage originating from below the drip chamber. The IV tubing set is currently in transit for return to intuvie for further investigation. A CAPA was opened to investigate the reported failure. Refer to (B)(4).

Event description:
Intuvie received a report of defective bx-70071-df intravenous (IV) sets. The reporter indicated that the IV sets were leaking from the base of the chamber. No patient harm was reported.